Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we were placing a PICC line in facility. The patient was prepped and draped. During inspecting the equipment there was a hard, red, crusty residue noted to the white lumen of the tl PICC. The tray was handed over to person setting up and a new sterile tl PICC was placed on sterile field."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we were placing a PICC line in facility. The patient was prepped and draped. During inspecting the equipment there was a hard, red, crusty residue noted to the white lumen of the tl PICC. The tray was handed over to person setting up and a new sterile tl PICC was placed on sterile field."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material on the device is confirmed. However, the exact cause is unknown. One 5 fr triple lumen powerpicc with a 3cg stylet and t-lock inserted was returned for evaluation. An initial visual observation showed a reddish residue on the outside of the white luer hub of the catheter. A microscopic observation revealed the residue on the white luer hub was mottled red and somewhat translucent with dark specks suspended within. The residue was found to be able to be scraped off of the luer hub and the white plastic underneath was observed to be slightly discolored. Also, when the residue was scraped off, it was found to be soft and malleable but slightly sticky. While a foreign substance was found on the luer hub of the returned catheter, the identity and origin of the substance could not be determined. Possible causes include contamination during packaging, handling, or use.

Event description:
It was reported "we were placing a PICC line in facility. The patient was prepped and draped. During inspecting the equipment there was a hard, red, crusty residue noted to the white lumen of the tl PICC. The tray was handed over to person setting up and a new sterile tl PICC was placed on sterile field."